Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that the insulin pump has not been alarming. The customer's blood glucose at the time of incident is unknown. The mother stated that the pump had not been alarming for low reservoir, which caused the son's blood glucose to rise a couple times. The mother also mentioned that the pump did not alarm with no delivery when it should. Troubleshooting did not occur; the mother stated she will call back for troubleshooting when she has time. No products were shipped or returned.